Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the right ventricular (rv) lead exhibited high capture threshold. Both the rv and the right atrial lead exhibited high pacing impedance and noise over-sensing which resulted in pacing inhibition. Both leads were capped and replaced on (B)(6) 2025. The patient was stable.